Manufacturer narrative:
Reported event: an event regarding pain involving a unitrax head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: a review of the provided x-ray by a clinical consultant indicated: provided pre-revision x-ray does not confirm the reported event. Need primary/revision operative reports, office/clinical reports, serial x-rays, and examination of the explanted components. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative primary/revision operative reports, office/clinical reports, serial x-rays, and examination of the explanted components are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. The following devices were also listed in this report: unitrax c-taper sleeve -3mm; cat#6942-7-060jr; lot#46721802. Secur-fit arc/ha collar stem#9; cat#s-2337-hf09; lot#mnmt9m. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's hip was revised due to pain. Patient was converted from a hemi to a total hip. The bipolar component and femoral head were revised, the stem was not. Update 21/january/2019: rep provided primary and revision implant sheets. A unitrax bipolar component and c-taper neck adjustment sleeve were revised to a biolox 36 +7.5 head. The stem was not revised and no stryker acetabular devices are listed on the revision implant sheet.